Event description:
A pt reported they were seen in ER because their one touch profile meter allegedly was inaccurately erratic. Pt reported they felt shakey and dizzy. The result on their meter was 50, 65, 72, and 40 md/dl. The result on the ER meter is unknown. The time difference between pt's meter and ER is unknown. Treatment was IV insulin due to low blood glucose levels. Pt was using expired test strips for testing. No furhter info has been reported.